Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) on (B)(6) 2017 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: attorney alleges per short form (see attached) that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh on (B)(6) 2017 and ventralight st (x2) on (B)(6) 2017 and (B)(6) 2019. As reported the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per plaintiff profile form and medical records: on (B)(6) 2017 ¿ patient was diagnosed with right inguinal hernia and ventral hernia thereby underwent open repair of ventral hernia and laparoscopic repair of right inguinal hernia with implant of 3dmax mesh (device 1). Per operative notes, ¿there was a large indirect right inguinal hernia, the sac was gently dissected and reduced. A right-sided medium 3dmax mesh (device 1) was placed over the defect and fixed to the anterior abdominal wall with sutures and tacks. The adhesions at the midline were taken down and ventral hernia at the level of umbilicus in this region was reduced to the level of fascia and fascia was closed and reapproximated primarily with sutures.¿ on (B)(6) 2017 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device 2). Per operative notes, ¿a hernia at the right of the midline through the fascia was reduced. A ventralight st mesh (device 2) was placed into the abdominal cavity and sutured to corners of the mesh (device 2). The adhesions of omentum towards anterior abdominal wall from prior surgery were taken down. The fascial defect was closed and secured with sutures.¿ on (B)(6) 2019 ¿ patient was diagnosed with ventral hernia thereby underwent robotic assisted laparoscopic repair with implant of ventralight st mesh (device 3). Per operative notes, ¿multiple adhesions of omentum towards the anterior abdominal wall and hernias were noted and taken down. The previously placed meshes (device 1 and 2) were noted but there is no recurrent hernia. The new hernias below the level of the umbilicus were reduced and hernia defects were closed with sutures. A large ventralight st mesh (device 3) was placed into the abdomen, sutured and tacked.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2016) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b7, d4 (product catalog no., UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralight st mesh (device 2). Additional supplemental emdrs were submitted to represent the 3dmax mesh (device 1) and ventralight st mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). Additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralight st (x2) on (B)(6) 2017 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.